Event description:
Additional information was received from the manufacturer representative and a healthcare provider. Per the clinic, the catheter dye study (cds) was normal and the pump was not flipped. The tip of the catheter was at t-10 and connected to the pump per imaging. The patient called in on (B)(6) 2023 with complaints of pain. The hcp refilled the patient's oxycodone script. The patient then called in with complaints of withdrawal symptoms. Vistaril, zofran, and tramadol were sent to the pharmacy for the patient. The cds was completed on (B)(6) 2023. The patient was encouraged to use all of their boluses again. The patient was feeling much better both during and after the post cds priming bolus was completed. The patient did not come to the clinic for a pump reprogram on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6) implanted: (B)(6) 2023, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 22-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for non-malignant pain. The pump was previously used to deliver fentanyl 1000mcg/ml at 649mcg/day and currently used to deliver fentanyl 2000mcg/ml at 849mcg/day. It was reported that the patient had a concentration change and a bridge bolus was programmed. Shortly after the change, the patient was experiencing tremendous pain and withdrawal symptoms. Programming was reviewed and no errors were found. The dose during the bridge bolus was lower than the new dose and the patient was not able to use their boluses during the bridge bolus. However, it was not determined that the old drug desired dose was programmed incorrectly. The patient also stopped using their boluses after the bridge because "they thought something was wrong". A dye study was performed on (B)(6) 2023 and it was normal. It was planned to give the patient a therapeutic bolus. Additional information received from the patient on (B)(6) 2023 indicated that, on (B)(6) 2023, the patient's pump nurse was turning the pump and flipping it around because they didn't know where the top or bottom was when they were trying to refill it. Per the patient, they underwent imaging and found that the catheter was disconnected from the pump. The patient inquired about next steps. The patient was redirected to their healthcare provider (hcp). However, when the patient was on their way to see the hcp, they did an online check-in and because they had "all the symptoms of it being disconnected", the patient was told that they could not go in because "that's covid symptoms. Physician listings were provided to the patient.